Event description:
During routine surgical implantation, surgeon noticed that the locking nut was sitting lower than normal in the pedicle screw assembly. Surgeon removed and replaced the locking nut and pedicle screw assembly and returned it for eval. No other complications or adverse events were reported.

Manufacturer narrative:
Locking nut cross threaded resulting in the partial push out of the screw shank from the pedicle screw assembly.